Event description:
It was reported that the coating was peeling. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the coating on the outer wall of the catheter was not smooth. It was uneven and peeling. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple bends and kinks along the shaft. Analysis of the shaft showed areas of dried blood. The shaft was microscopically analyzed, and no coating issues were noticed. The coating looked to be even and smooth across the length of the device. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the coating was peeling. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the coating on the outer wall of the catheter was not smooth. It was uneven and peeling. The procedure was completed with another of the same device. There were no patient complications reported.